Event description:
It was reported that a decrease in sensing, a decrease in pacing impedance, and a high capture threshold were observed on the right ventricular (rv) lead. Chest x-ray showed no anomalies. The physician decided to revise the rv lead, and during the procedure, the stylet would not advance, and could not reposition the rv lead. The rv lead was replaced. There were no adverse health consequences to the patient. The patient was in good physical condition.

Manufacturer narrative:
The reported event of unacceptable threshold, r-wave amp variation, low pacing impedance, and stylet failure to advance was not confirmed. As received, a complete lead was returned in one piece with a stylet partially inserted inside the lead. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductor paths, consistent with procedural damage. The stylet removal/ insertion test was performed, and the stylet was able to be fully inserted inside the lead and removed with no restrictions or difficulties. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.